Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at 8:00pm on (B)(6) 2011. The patient reported a blood glucose reading between "250 and 287 mg/dl" with the subject meter and an unspecified result on another meter(onetouch ultramini meter), performed within 30 minutes of each other. The patient claimed she manages her diabetes with insulin. On the onset of the alleged issue, the patient indicated she administered .5 units of bolus insulin (type unknown). The patient stated she had a headache; however it was not documented whether it occurred before or after the alleged issue began. It is not known if the patient seek any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the patient's process for testing was correct; however the patient was not able to specify whether the subject meter's unit of measure was set correctly or whether she was able to perform a quality control test. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.